Event description:
It was reported that there was oversensing and impedance fluctuation between 70 ohms and 200 ohms noted on the atrial lead. The lead was programmed off, but remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.